Event description:
Event description boston scientific received information that this pacemaker was removed and replaced due to the c2 advisory. The ventricular lead was reported to have elevated thresholds and not working properly prior to the procedure and was removed and replaced. At the replacement procedure, the atrial lead was removed and replaced due to field induced damage. A new pacing system was successfully implanted. The patient called two months post implant reporting a syncopal episode, resulting in a fall, injuring her arm, allegedly caused by the explanted pacemaker. The field representative noted on the paperwork that the patient had no adverse effects.